Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.